Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of the site reported that, while in a spinal fusion, a ring artifact appeared in an image acquisition performed on the imaging system. It was reported that the site continued with the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that rad/gain calibrations were performed on the imaging system to resolve the reported issue. However, the image fault comes back afterwards. Ordered a new detector panel. A medtronic representative returned to the site to replace the detector panel as the previous one he installed on was bad at install. He then tested the equipment. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. Additional information: the medtronic representative returned to the site on 7/25/2017 to explain the issue that occurred to the site and ensure site is comfortable with imaging system use going forward. The software investigation found that the reported event was unrelated to a software issue and is hardware induced by the detector panel. The software functioned as designed. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for analysis. The panel was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The bad at installation (bai) detector panel was returned to the manufacturer for evaluation. Testing found that the top and bottom panel were separated by half an inch due to a stripped screw.